Manufacturer narrative:
(B) (4).

Event description:
The patient experienced pain in her leg, right knee, and lower back along with a lack of therapeutic effect following a fall. She was possibly to have the ins removed, so an MRI could be done to assess the knee. She was unsure if the back and leg pain were related to the fall or ins. Further information is being requested from the hcp.